Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets the FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. The suspect device was returned. A review of the electronic DHR for the lot number reported determined no exception documents were recorded that would cause this type of incident to occur. Review of the complaint database found no additional related incidents recorded for this lot. Based on our trending analysis of the failure mode associated with the device event you reported, we have determined the review of the device is not necessary to complete a full investigation. In lieu of a device-specific investigation, a previously established historical complaint investigation for catheter kinking and damage was used to support this evaluation. This investigation identifies forces encountered during use, including resistance associated with tortuous anatomy and handling-related stresses, as known potential contributing factors. Based on the available complaint information and the conclusions of the historical investigation, the most probable cause of this occurrence is forces imposed upon the device during use.

Event description:
The customer reported the catheter gripped the blood vessel when rotating, and after removal, the outer sheath was damaged, making it difficult to administer the sclerosant properly.